Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance due to the insulation of the lead body was twisted. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high lead pacing impedance and lead fracture were not confirmed. The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection found the outer insulation to be twisted at the distal region of the lead body consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. After cleaning the helix and by applying torque using the helix locking tool, the helix could be extended/retracted, and helix extension length met specification. No anomalies were noted to the returned helix locking tool. The reported event of insulation twisted is consistent with procedural damage.

Event description:
New information received notes that lead fracture was noted.